Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2005 patient had left hip total replacement. On (B)(6) 2005 patient bumped her hip, the incision opened and the surgeon had to close the incision. On (B)(6) 2005 patient stated that the surgeon had to go back in and debride the hip. He stated she was not healing properly.

Manufacturer narrative:
An event regarding reopened wound involving a unknown hip was reported. The event was confirmed. Method and results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: on (B)(6) 2005 a primary left total hip arthroplasty was performed for a diagnosis of osteoarthritis of the left hip secondary to slipped capital femoral epiphysis. A brief operative report describes general anesthesia and a lateral approach. The acetabulum was reamed to 52 millimeters for a 52 shell with one screw and a 0° insert. A #8 stem and a zero head were utilized. The specific components are not described in greater detail and implant labels are not available. Uncomplicated surgery was described and the patient was discharged home on (B)(6) 2005. On (B)(6) 2005 an incision and drainage of the left hip was performed for a diagnosis of left hip wound dehiscence and hematoma. The operative report describes general anesthesia and the note states, ¿following suture removal ten days ago ¿ superficial wound opening ¿ slow to progress to wound healing ¿ opening approximately 3-inches ¿ I&d and primary closure¿. Uncomplicated surgery was described and a gram stain was described as ¿many wbc¿s but no bacteria¿. The patient was discharged home on (B)(6) 2005. On (B)(6) 2005 an incision and drainage of the left hip and primary closure was performed for a post-operative diagnosis of open wound with extension to total hip arthroplasty. A brief operative note states, ¿post-operative I&d ¿ wound dehiscence again ¿ 12cm wound, 8cm deep with 1cm opening in the deep fascia ¿ no purulence noted.¿ an incision and drainage and closure were performed, and suction drainage was applied. Uncomplicated surgery was described and the patient was discharged home on (B)(6) 2005. A gram stain noted ¿few wbc¿s and no organism¿. There is no documented follow-up subsequent to this procedure available. There are no x-rays available for review and no follow-up subsequent to (B)(6) 2005. There is no evidence that the wound complications post-operative left total hip arthroplasty were related to any factors of faulty component design, manufacturing or materials. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was confirmed however, "there is no evidence that the wound complications post-operative left total hip arthroplasty were related to any factors of faulty component design, manufacturing or materials." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
On (B)(6) 205 patient had left hip total replacement. On (B)(6) 2005 patient bumped her hip, the incision opened and the surgeon had to close the incision. On (B)(6) 2005 patient stated that the surgeon had to go back in and debride the hip. He stated she was not healing properly.